Manufacturer narrative:
Additional information: h6. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of one-link needle-free IV connectors disconnected. During patient use, ¿the connecting tubing unwinds and detaches from the needle free connector. The tubing is reinstalled and tightly secured; however, it once again unravels itself. The short-term fix for this is to have it secured by using tape¿. There was no patient injury or medical intervention associated with this event. No additional information is available.